Manufacturer narrative:
Evaluation summary the explanted annuloplasty ring was returned to edwards for analysis; however, the sizer was not returned for evaluation. As received, two (2) critical dimensions of the physio ring were measured per drawings and sops; both dimensions passed these specifications. No other inconsistencies were observed on the ring. Incidental findings: the cloth was cut at multiple locations around the sewing ring. The x-ray demonstrated an intact ring. (B)(4). Additional manufacturer narrative the clinical report of regurgitation and the annuloplasty ring being larger than the sizer could not be confirmed through evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this annuloplasty ring was explanted at implant due to regurgitation. As reported, this (B)(6) female's native rheumatic mitral valve exhibited stenosis and regurgitation. The valve was repaired with a 32mm annuloplasty ring. Upon coming off bypass, there was a jet in the area of p1/p2. Upon checking the ring against the sizer provided, it was found the 34mm annuloplasty ring was 1.5mm larger septo-laterally than the sizer. Therefore, the ring was explanted and the valve was replaced. The patient was hospitalized in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its arrival. A supplemental report will be submitted upon completion.